Event description:
A doctor alleged that a patient developed an allergic reaction in the form of irritated and swollen gums after placement of the bear zoo pack elastics intraoral elastics in the color 'purple'.

Manufacturer narrative:
The product involved in the alleged incident was not returned.

Manufacturer narrative:
The patient was advised by the doctor to take over-the-counter benadryl for her symptoms. To date, the patient is doing fine; the 'purple' elastic bands were replaced with the 'clear' intraoral bands, which were previously used without incident. The product was returned and no lot number was provided; therefore, no investigation can be conducted.